Manufacturer narrative:
Drg received the syringe and sample in question and determined that the product was improperly mixed. A sizable amount of kryptonite-x component "a" resin was not dispensed from the syringe resulting in an incorrectly mixed sample. If additional information becomes available, it will be submitted in a supplemental report. The identified product and product code is designated for export only.

Event description:
It was reported that kryptonite-x radiopaque liquid bone complex was used to repair a previously (the original procedure did not use kryptonite product) fixed non-union of a scaphoid fracture using a compression screw. Kryptonite-x radiopaque liquid bone complex was also used in this repair to "spot weld" the fracture site. It was reported that the material had not hardened to the surgeon's expectation.